Event description:
It was reported via repair work order that the brakes could disengage during use due to damaged brake pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.